Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent surgery with mhn long nail for right humeral shaft fractures. The surgery was completed successfully with no surgical delay. On (B)(6) 2025, when the surgeon was looking at post-op images, they found what appeared to be a very small piece of metal near the distal locking screw. The surgeon was unsure whether the metal piece was a fragment from the nail or drill bit that had been chipped off by interference with each other while using the radiolucent drive, or the tip of the k-wire that was inserted during reduction. It is impossible to verify because all the instruments, including the drill bit, had already been discarded. The surgeon noted that it would be fine as the patient is not affected.